Event description:
The customer reported that during a total laparoscopic hysterectomy, the surgeon removed the instrument and gave it to the attending scrub tech to clean. While cleaning the jaws, a piece of the active waveguide disengaged. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.